Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia was treated with an insulin pump (subcutaneous insulin infusion), ems/ambulance/ER visit, IV insulin drip (intravenous insulin infusion), and manual injection/insulin pen with the symptoms of malaise, infection, and upper respiratory tract. The event involved product(s) mmt-7040a, mmt-864a, mmt-1884, mmt-332a. Troubleshooting was declined by the customer and it was unknown whether the insulin pump was utilized within 48 hours of the event also it was unknown whether the auto mode feature was active or not. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-864a. Mmt-1884 was requested and the customer response was the device would be returned. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, pillowing keypad overlay, cracked keypad overlay at the select button and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no boluses listed on the event date 02-dec-2024 in the pump history file. Unable to verify customer's daily total of all insulin delivered surrounding the event date of 02-dec-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 02-dec-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 02-dec-2024 in the pump history file. 11/26/2024 04:52:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/26/2024 05:02:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/27/2024 12:28:17.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 11/27/2024 20:41:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 11/27/2024 20:51:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 11/28/2024 00:41:09.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 11/28/2024 16:17:41.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 11/29/2024 03:59:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 11/29/2024 04:12:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Lost sensor alert - not confirmed. Nodelivery (7) alarm - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs/low bgs. During visual inspection, found a corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.